Manufacturer narrative:
The field service engineer (fse) replaced the fo sensor extension and during (pm) calibrations the drive regulator would not calibrate so the fse replaced the drive regulator and that did not resolve the issue. Then, the fse re-installed the original drive regulator and replaced drive manifold assembly and that also did not resolve the issue. Finally, the fse replaced both the regulator drive & the drive manifold and that resolved the issue and able to calibrate the drive regulator. The unit passed all functional testing.

Event description:
T was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit has a broken fiber optic sensor extension cable. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.